Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and extra-cardiac stimulation. An x-ray was performed and confirmed the ra lead dislodged and that the pacemaker migrated. It was noted that this occurred after both the ra and right ventricular (rv) leads were revised for unknown reasons. The pacemaker, ra and rv leads were explanted and replaced with a dual chamber leadless pacemaker system. The patient was stable.